Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on an unknown date about three years ago. Subsequently, the patient was revised due to stiffness on (B)(6) 2015. The bearing and femoral component were removed and replaced. The patient is bilateral. No other information has been provided.